Event description:
The northeast regional sales mgr for medcomp reported that a physician was complaining that the ash split catheters were splitting past the cuff allowing bacteria to follow into the blood vessel and cause infection.